Event description:
Complainant alleged that the clinicians were analyzing the heart rhythm of a patient (age and gender unknown), but the device gave a "no shocked advised" prompt to what they believed to be a shockable ventricular fibrillation patient heart rhythm. There was no indication from the complainant of any adverse effect to the patient as a result of the reported malfunction.